Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis found no anomalies with the pump.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained gablofen at a concentration of 2000 mcg/ml with a dose of 815 mcg/ml. It was reported the patient had a pump pocket infection. The physician explanted the entire pump and catheter on (B)(6) 2016. The source of infection was unknown. The issue was resolved at the time of the event. The pump was going to be returned for analysis. It was unknown what factors that might have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.